Manufacturer narrative:
The reagent lot number was 794470. The expiration date was not provided. The calibration performed on 18-aug-2024 was within specifications. The customer stated the glucose qc was out of range (level 1 at -6.5 standard deviations sd and level 2 at -8 sd). Upon rerun, level 1 was -2.5 sd and level 2 was acceptable. The analyzer alarm trace contained multiple abnormal aspiration alarms and sample short alarms on the date of the event near the time the sample was processed. The field service engineer found a clogged nozzle on the rinse station causing the cells to overflow. He cleaned the nozzle and removed debris from the fluid path. He performed mechanism checks and verified proper rinse station fill volumes and vacuum. He performed air purges, primed the system, and performed mechanism checks. He performed precision testing that was acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results for multiple assays for patient samples and qc material from the cobas 8000 cobas c 502 module. One example was an initial calcium gen. 2 result of 5.6 mg/dl and a repeat result from a different cobas c502 analyzer of 8.8 mg/dl. The initial sample was reported outside the laboratory and delta flags in the laboratory information system (lis) prompted the patient sample rerun. The repeat result was believed to be correct.